Manufacturer narrative:
Medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. Medical device - expiry date: 05/2020.

Event description:
It was reported that approximately three years and nine months post port placement, allegedly a crack was identified on the catheter via dye study under fluoroscopy. Reportedly, the patient alleged tenderness and discoloration on the left side of the neck approximately 48 hours post infusion of cytotoxic chemotherapy drug. It was further reported that the port system was removed and replaced. The patients symptoms improved over the next two days.

Event description:
It was reported that approximately three years and nine months post port placement, allegedly a crack was identified on the catheter via dye study under fluoroscopy. Reportedly, the patient alleged tenderness and discoloration on the left side of the neck approximately 48 hours post infusion of cytotoxic chemotherapy drug. It was further reported that the port system was removed and replaced. The patients symptoms improved over the next two days.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was completed for the lot number. This is the first reported complaint for this lot number and this issue to date. Investigation summary: one powerport MRI isp with attached groshong catheter and cathlock was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. Three medical images were also provided and reviewed. The investigation is confirmed for partial fracture and leak in catheter, as a partial circumferential split was noted approximately 5.4cm from the distal end of the cathlock, and a leak was noted at the split during in-lab functional testing. The medical image review indicated a possibility of contrast extravasation. The edges of the split appeared to be rounded, the split surface near the catheter exterior appeared to be smooth and the split surface towards the catheter interior appeared to be rougher. Multiple kinks were also noted along the catheter. The reported events and findings from the investigation are consistent with fracture, fluid leak, natural wear and deformation due to compressive stress issues. The definitive root cause could not be determined based upon available information. Labeling review: the cause of the event in question is unknown, and so the applicability of any particular portion of the IFU or other labeling is unknown. However, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the IFU instructs on power injection procedures, port implantation and placement, and catheter insertion and placement. Therefore, the product labeling will be considered adequate. H10: g4, h6(device code- 2988, 2889) h11; d10, h3, h6(patient code), h6(results, method) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.